Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 1 port clutch was not functioning properly. Prior to calling the technical support, the csr worked with customer to identify issue with instrument clutch button but when pressing port clutch button, no response was received. Error 25745 observed in logs on usm 1 port clutch button. The customer proceeded with case as a 3-arm case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed on an in-house system and passed normal mode. The system did not trigger error code 25745 but it was confirmed via error logs/system logs on the port clutch axes controller spar cannula (acsc) switch. The usm arm was found defective.

Event description:
Refer to h10/h11 for follow-up information.